Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, (B)(4), ubd: 23-jan-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown friend of a patient via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a cerebrospinal fluid leak "of some kind" was noted by a friend of the patient. A revision was scheduled for (B)(6) 2018 to try and stop the leak. It was noted a potential cause or contributing factor to the issue was that the catheter had been replaced "a few months ago." An x-ray and dye study were both unsuccessful. The issue was not considered resolved. The patient's weight was not available. No further complications were reported.